Event description:
The device was used with ta 55 premium cartridge for a low anterior resection procedure. Reportedly, the staples did not release and the device was difficult to open. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.